Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to oversensing while the patient was exercising. Technical services (ts) was contacted to review the data, and it was noted that no alerts were received that correlated to the shocks reported. Exercise testing was done and the oversensing noted was not sufficient. An additional test was planned. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.